Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to bard.

Event description:
It was reported that the endovascular stent graft could not be deployed. There was no reported patient injury.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The examination of the returned device confirmed the reported deployment failure. The outer sheath was found to be fractured twice which made stent deployment impossible. Tensile deformation of the outer catheter and bending deformation of the grip indicates the presence of high deployment force when the fracture occured. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction. In this case, a narrow tracking vessel caused advancement difficulties. Furthermore, no introducer sheath was used during the procedure which is considered a contributing factor to friction increase. Insufficient flushing of the device may be another potential contributing factor. Reportedly, the device was used for treatment of an iliac vein stenosis which represents an off-label use of the device and is considered a further contributing factor to the reported event. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." In addition, the IFU indicates that an introducer sheath of appropriate inner diameter is required for the procedure. The IFU also states that the fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft. Clinical investigations regarding the safety and effectiveness of the device are limited to implants placed within av grafts/fistula located in the upper extremities. Evaluation was completed.

Event description:
It was reported that the endovascular stent graft could not be deployed in the left iliac vein via left popliteal access for treatment of a venous stenosis. The delivery system was introduced bareback and was difficult to advance due to a narrow tracking path. Another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.